Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The patient has been referred to (B)(6) hospital for mesh removal. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a boston scientific transobturator tape was implanted into the patient during a procedure. According to the complainant, after the placement of a tot mesh 3 years ago by another physician, the patient has experienced mesh extrusion in the urethra causing urethral and vaginal pain which was discovered on examination under anesthesia. The patient's stress incontinence has been resolved but the pain is increasing. Subsequently, the patient has been then referred to another hospital for mesh removal. The patient has urethral mesh extrusion causing pain. Boston scientific has been unable to obtain additional information regarding the event and current status of the patient to date.